Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 01-dec-2025 investigation summary: bd received one sample for investigation, along with three photos. Upon evaluation of the sample and photos, the reported defect was confirmed, as the label on the tube was found to be wrinkled and lifting. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: label lift. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using bd vacutainer® k2e 3.6mg plus blood collection tubes, one (1) tube was discovered with misaligned label. No health impact or consequences were reported.

Event description:
It was reported that when using bd vacutainer® k2e 3.6mg plus blood collection tubes, one (1) tube was discovered with misaligned label. No health impact or consequences were reported.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.